Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the audio bolus button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad and audio bolus button were fully intact. The buttons responded appropriately. There was no contamination under key contacts. Investigators were unable to duplicate the keypad complaint. Unrelated to the complaint, the display screen had a pinkish contrast to it. The pink display was replaced with a test display and the test display has normal contrast with no visible signs of discoloration.